Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation and pain at the ipg site. The investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken, and the system was explanted.